Event description:
The customer reported that there was a noise in the x-ray tube. The field engineer noted that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The b335 intensifier source was replaced during the service call. The system was tested and found to working as intended and put back into service.